Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated. The power supply cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was stuck on the fourth arrow and would not boot up. There was no pt injury or death reported.